Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (noisy screen) is cause traced to damaged plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited screen noise. There was no patient involvement.